Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the entire system explanted due to infection. It was reported that the patient had a reaction to the tegaderm dressing, so the incision was only covered in gauze and tape. It was reported that the incision began to open up. The patient saw a doctor and they decided to explant the system. The infection was caught early, and the patient plans to be re-implanted in the future. No further complications are anticipated.